Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown; therefore, the UDI number only will contain the device identifier (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a system error that occurred during an infusion of norepinephrine. The infusion stopped although the screen said the infusion would continue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.